Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow up report is being submitted to relay additional information that was received. Complaint sample was evaluated and the reported event was confirmed. The visual inspection of the returned device shows threaded feature being damaged due to wear and not appeared to be fractured. Hardness of the device was found to be confirming. Device history records were reviewed and identified no related deviations or anomalies related to the event. A root cause could not be identified with the limited information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
During impaction of an acetabular cup, the threaded tip of the inserter fractured off and fell into the wound. It is unknown if any pieces were retained. There was noted delay of 30 minutes.